Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio inr: 7.0, lab inr: 10.0. Date: (B)(6) 2011, inratio inr: 2.4, lab inr: 1.2. Date: (B)(6) 2011, inratio inr: 2.5. Pt was given vitamin k to lower his inr. Less than two hrs between meter test and lab draw. Pt's therapeutic range is: (2.0-3.0).